Manufacturer narrative:
Qn#:(B)(4). An investigaion has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: abscess drainage on patient was being performed and in the initial access, a piece of the wire tip broke off and was left in the patient. Additional information has been requested from the account and a follow up report will be submitted on receipt of this info.

Event description:
It was reported that: abscess drainage on patient was being performed and in the initial access, a piece of the wire tip broke off and was left in the patient. Additional information has been requested from the account and a follow up report will be submitted on receipt of this info.

Manufacturer narrative:
Qn#(B)(4). There was no product returned for this complaint. No returned product evaluation could be completed. The supplier for introducer wires was informed. A DHR review was completed. All processes were followed correctly. No non-conformances were noted. Case details were reviewed. Customer stated a piece of wire tip broke off and left in the patient. No unit was returned to vsi/teleflex for evaluation. It is unknown what damages were incurred on the mik wire and how much of the tip was separated. Additional information was requested. No response was received. A manufacturing record review was completed by the supplier and no related nonconformances were found. Based on the limited information, the most likely root cause of the issue is undeterminable.